Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and analysis revealed that the inner insulation of the lead was extrins ically breached due to a cut. It was also noted that the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. Further analysis comments stated that the lead was received with the helix bent. Due to the length of implant and the amount of blood ingress and the degree of the cut it is likely the cut to the insulation occurred during the original implant.

Event description:
It was reported that the right ventricular (rv) lead¿s pacing threshold increased and the rv sensing decreased. Additionally, at the time of the lead revision the helix was slow to retract and then it would not deploy. The physician then elected to remove the lead and replace it with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).